Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case resolution: tech get error code 571.6241 on 8300 unit which has to do with the missing sensor status will need to replace etco2 board on unit. Tech thank me for my assist.